Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2016, a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Found defective battery cells in tray 1 & 2. Return requested. A (B)(4) replacement 9amph 12v battery shipped to site. Return requested. Replacement 6pack battery kit shipped to site. Return requested. Replacement 6pack battery kit shipped to site. On (B)(4) 2016 electrical review finds the batteries are within the image acquisition system (ias). There is no access to them by the user. The only issue to the user would be the smelling of the fumes. On (B)(4) 2016, a medtronic representative, following-up at the site, reported replacing batteries resolved the issue. No parts have been received by manufacturer for analysis.

Event description:
A site biomed representative reported a burning smell coming from their imaging system. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to an electrical issue with the batteries. Visual inspection and bench testing found the following results: two out of 8 batteries were in good, used physical condition, each measured between 12.5vdc and 13.2vdc as expected. Six out of 8 batteries exhibit physical defects such as bulging, electrolyte leakage, and corroded terminals to varying degrees. The measured voltage on these 6 suspect batteries were below the expected voltage 12v. The reported issue was confirmed. As previously, reported the batteries were replaced to resolve the issue.